Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the biometric identifier was not working. A technical support specialist (tss) manually reinstalled the drivers by following the attached knowledge article. After rebooting the device, the scanner was successfully restored to working condition. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower bio-ID was not working properly, requiring typing in a password and a witness during log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.